Event description:
It was reported that during a procedure to treat a lesion in the right coronary artery with no calcification and no tortuosity, a 4.5x20 nc trek rx balloon dilatation catheter (bdc) was prepped and inspected with no issues noted. The 4.5x20 nc trek rx bdc was advanced into the patient anatomy and resistance was met inside the guiding catheter and a kink in the mid shaft was noted. The 4.5x20 nc trek rx bdc was withdrawn from the patient anatomy without resistance and once the device was completely outside of the patient anatomy when removing it from the guide wire, the shaft separated into two pieces where the kink was noted. A non-abbott dilatation catheter was used successfully. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported separation was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.